Manufacturer narrative:
(B)(4). Concomitant products: medical product: vanguard 360 femoral implant, cat#: 185287 lot#: 2861257, vanguard 360 revision system distal femoral augment with bolt, cat#: 185327 lot#: 560960, vanguard 360 revision system distal femoral augment with bolt, cat#: 185307 lot#: 751680, biomet splined knee system v2 with screw, cat#: 148308 lot#: 229040, biomet 360 offset adapter with screws, cat#: 185211 lot#: 023620, biomet 360 tibial tray locking bar and screw, cat#: 185204 lot#: 307940, biomet splined knee stem v2 with screw, cat#: 148293 lot#: 731490, biomet 360 offset adapter with screws, cat#: 185212 lot#: 649790, biomet 360 tibial cruciate wing, cat#: 185651 lot#: 674350, vanguard constrained tibial bearing, cat#: 183880 lot#: 146290. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05160, 0001825034-2017-05161, 0001825034-2017-05162, 0001825034-2017-05163, 0001825034-2017-05164, 0001825034-2017-05165, 0001825034-2017-05166, 0001825034-2017-05167, 0001825034-2017-05168, 0001825034-2017-05169 . Product location unknown.

Event description:
It was reported that the patient had suffered from a nickel allergy and was subsequently revised. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.